Event description:
While testing the unit, it was noticed that the attachment becomes hot. This was found during repair maintenance. There is no report of adverse consequence to the user or the customer.

Manufacturer narrative:
The alleged complaint of the attachment heating up was confirmed. Investigation results indicate a broken component. The attachment has been repaired and returned to the customer.